Event description:
This sheath was used during implant on (B)(6) 2018. In a product experience report received on 04/26/2018 it was stated when the sheath was inserted the sheath distal part got lifted and it became unusable. The physician was dr. (B)(6) at (B)(6) hospital in osaka, japan. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).